Manufacturer narrative:
Device evaluation of battery sn (B)(4) been completed at the distributor. The reported problem (battery faults) has been confirmed. As received, the battery was found to have a contaminated pins. The contamination caused intermittent communication failures with the battery. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery pack.

Event description:
A us distributor contacted zoll to report that a patient was experiencing battery faults.